Event description:
It was reported that dr (B) (6) first tried to repair the valve with a 4600 32 mm. She came off pump and found the mr to be 1- 2+. She went back on pump and replaced the 4600 with a 7000tfx 27 mm valve. When she came off the 2nd time she found significant mr. She went back on pump to assess the valve and found a restricted leaflet. She cut an annular suture which did not correct the problem. She thought that a valve sewing cuff suture may have been misplaced in the valve leaflet and she cut that suture on the valve. Dr (B) (6), dr (B) (6) partner, called me to report the problem and to find out if cutting the suture would affect the valves performance. Called (B) (4) who was able to connect me with (B) (4). (B) (4) recommendation was to replace the valve, he did not think there would be a problem with the valves performance as long as a leaflet was not damaged. Call back to dr (B) (6) and reported that (B) (4) had recommended that the valve be replaced. Dr (B) (6) made a clinical decision not to go back on pump a 3rd time to replace the valve and she left the valve in the patient. She came off pump a 3rd time to find a minimal central jet, estimated at 1+. As of 03/22/10, the patient is doing well. Although I talked to (B) (6), r.n., the cv coord., regarding this situation, I was not able to discuss this with dr (B) (6). I hope to get her thoughts tomorrow and will forward any additional info I can. (B) (4).

Manufacturer narrative:
(B) (4) unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.